Manufacturer narrative:
(B)(4 baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom of "tubing alarms," which were reproduced as false air in line alarms while running an infusion with a water filled test set. The alarms were confirmed during a review of the event history log. Evaluation determined causality of the air in line alarms to be continuity between the surfaces of the ultrasonic crystals. The upstream sensor was replaced to correct this condition.

Event description:
It was reported that a spectrum pump experienced "tubing alarms," which was clarified during baxter's evaluation as false air in line alarms. It was also reported there was no patient involvement.